Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the robotics coordinator. No site visit was conducted as the system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called back for support. Investigation revealed no errors occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: the customer converted to another da vinci after the start of the procedure due to the system powering off. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the vision side cart (vsc) powered off. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the staff through ensuring all of the power buttons were amber. The reporter explained the vsc was not showing any power or any light on the power button. The customer checked that the vsc breaker was in the on position and verified the power cord was seated to ac power, but the issue was not resolved. The reporter verified the vsc power cords were properly seated with no change. The caller moved the vsc power to the outlet that was providing power to the erbe; no change. The reporter then verified all vsc breakers were in the on position. The staff elected to retrieve another vsc and connected it to the rest of the system. The surgeon proceeded with the case. The customer contacted tech support after completing procedures and reported faulty vision tower was brought back into the room. The caller stated the vision tower breaker was in the off position. The customer placed the breaker in the on position and powered the system on. The isi tse reviewed live logs and found no issues. The customer has requested to have a bracket placed over the vision tower breaker to avoid inadvertently/accidentally tripping the breaker. The system was ready for use. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with no injury to the patient. The issue was identified during the procedure; ports were placed. The system functionality was checked upon powering the system. The system was initially powered on without errors.